Event description:
It was reported that the implantable neurostimulator (ins) was malfunctioning. The device was replaced. The patient recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the device, model 37602, serial no. (B)(4), found the device functionally okay with insignificant anomalies.

Manufacturer narrative:
Product ID 7495-51 lot# serial# (B)(4) implanted: 1998-(B)(6) explanted: product type extension; product ID 3387-40 lot# l48973 serial# implanted: 1998-(B)(6) explanted: product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up reported the device that was explanted was "faulty" because it would not turn on unless the patient "bumped it with something." They were able to turn the implantable neurostimulator (ins) off with the patient programmer. One week later it was also reported the device was explanted because it "just didn't work, it wouldn't turn on."